Event description:
It was reported that the bd plastipak¿ luer-lok¿ 30 ml syringe experienced a broken plunger rod. The following information was provided by the initial reporter: plunger disconnected while drawing up medication in cancer care services. Was there any damage they observed on the plunger rod? = no damage noted by staff at time was the stopper properly connected on the end of the plunger rod? = we believe the stopper was correctly attached, the staff member did not notice any concerns with the item prior to drawing up and had already drawn 10 mls from one vial of medication and drawing up the remaining 10 mls from the next vial when the plunger disconnected.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2111130, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed on the plungers and the stoppers were verified to be properly assembled onto the plunger rod. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were found related to the reported event. Based on the available information we cannot identify a root cause at this time.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ 30 ml syringe experienced a broken plunger rod. The following information was provided by the initial reporter: plunger disconnected while drawing up medication in cancer care services. Was there any damage they observed on the plunger rod? No damage noted by staff at time. Was the stopper properly connected on the end of the plunger rod? We believe the stopper was correctly attached, the staff member did not notice any concerns with the item prior to drawing up and had already drawn 10 mls from one vial of medication and drawing up the remaining 10 mls from the next vial when the plunger disconnected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.